Manufacturer narrative:
Although anticipated, the device has not yet been received.(B)(4).

Event description:
During a shoulder repair procedure utilizing a twnfx 6.5ab prld str anchr w/needles, it was reported that the anchor broke during use. The tip of the anchor was broken and removed from the patient. A titanium anchor was used in another site to complete the procedure, leaving the initial site empty. There were no reports of patient injuries or complications.

Manufacturer narrative:
Device evaluation: one 6.5 twinfix insertion device along with the suture and needles were returned for evaluation. The anchor was not returned for evaluation. Suture appears to have been reassembled on the inserter following attempted deployment. With the limited clinical details regarding patient bone quality and site preparation along with the lack of the anchor, a root cause cannot be determined. No root cause related to the manufacturing process can be established. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. (B)(4).